Event description:
Abscess: a patient underwent a total gastrectomy for gastric carcinoma in 2002. Two sheets of seprafilm were placed under the midline incision. Four days post-operstively, a light red fluid had soaked through the gauze. An abdominal CT confirmed a fluid collection in the area where seprafilm had been applied. Lab values revealed wbc 15,900/ul, rbc 324x10 (4)/ ul and ht 23.1%. Drainage of the fluid was performed. The bacterial culture was negative. The patient recovered and was discharged. In the next month, the patient complained of abdominal pain and was re-admitted to the hospital. Pus was noted oozing from the wound. An abdominal CT confirmed a subcutaneous abscess around the anastomotic site of the stomach and directly beneath the abdominal wall. Drainage of the abscess and antibiotic therapy were started. The bacterial culture revealed that both enterococci and non-glucose fermenting gram-negative bacilli were positive. Two weeks later, the patient recovered without sequelae and was discharged. The reporting physician assessed the event as probably related to seprafilm. Additional information is anticipated. Corrective treatment: lactec 500 ml, fosmicin 2g.